Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional later reported "rupture" diagnosed via ultrasound and MRI, the cytology report stating "some lymphoid cells and few macrophages". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, b1, b6, d9, h3, h6.

Event description:
Patient reported right side "capsular contracture baker grade unknown". Patient later reported "suspected rupture". Healthcare professional additionally reported "rupture" diagnosed via ultrasound and MRI. The cytology report stating "some lymphoid cells and few macrophages". Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; rupture.

Event description:
Patient reported right side capsular contracture baker grade unknown and suspected right side rupture. Device remains implanted.